Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported that the battery did not hold a charge on the codemaster xl. There was no patient involvement.